Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a 22g x 1.00in (0.9 x 25 mm) angiocath. The following information was provided by the initial reporter, "the user complained that foreign body was found on the catheter."

Manufacturer narrative:
H.6. Investigation: although tracking shows a sample was sent, there is no record of a sample being checked in, this physical sample will be considered lost in transit. According to visual analysis of the sample photo, you can see that the catheter contains a foreign matter, a piece of the catheter itself. Based on the results of the investigation so far a probable root cause for this complaint would be that the teflon cut material residue could at some point have joined the catheter, this could be related to the excess silicone. DHR was reviewed, this lot was reviewed regarding the tests of ¿foreign matter/ visible silicone¿, were not evidenced records that could lead to the claimed defect. H3 other text : see h.10.

Event description:
It was reported that foreign matter was found before use with a 22g x 1.00in (0.9 x 25 mm) angiocath. The following information was provided by the initial reporter, "the user complained that foreign body was found on the catheter."